Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem (code 107) was confirmed. The device was set in programming mode and the pt setup button was activated. This action was the root cause of the code 107 because, it corrupted the files stored in memory and caused the abnormal shutdown. Once the monitor was reprogrammed, the device was fully functional. No adverse event resulted from the corrupted memory. The pt received a replacement monitor.

Event description:
A pt services representative assisting a (B) (4) male pt called in to zoll lifecor customer support to report that the pt's monitor displayed a code 107. The pt received a replacement monitor.